Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not returned for analysis as it was implanted in the patient. Additional information was requested from the user facility. From the responses received it was determined that no anomalies were noted to the coil or pusherwire prior to use, no friction or resistance was noted as the coil was advanced in the microcatheter, continuous flush was maintained and the patient's anatomy was not particularly tortuous and the coil had not been repositioned or the delivery wire rotated at any stage during the procedure. In addition, it was reported that the patient was a poor risk candidate for the procedure and that a successful procedure could have still resulted in a poor prognosis for the patient; although the coil migration could not be ruled out as having contributed to the patient's final outcome. Based on the information received and no device available for analysis, we were unable to definitively determine a root cause. However, it is likely some procedural factor may have caused the performance of the device to be limited. The root cause was determined to be operational context.

Event description:
The physician encountered difficulty whilst attempting to position the coil into the aneurysm. Upon removal of the coil, the coil pusher wire broke with a portion of the pusher wire still attached to the coil remaining inside the patient. The physician made an unsuccessful attempt to retrieve the broken coil pusher and coil with a snare. The pusher wire and coil were left inside the patient. It was reported the patient had subsequently expired. No cause was given as to the patient's death, however the physician did state that the coil break did add to the worsening of the patient's condition and therefore could not be ruled out as having contributed to the patient's death.

Event description:
The physician encountered difficulty whilst attempting to position the coil into the aneurysm. Upon removal of the coil, the coil pusher wire broke with a portion of the pusher wire still attached to the coil remaining inside the patient. The physician made an unsuccessful attempt to retrieve the broken coil pusher and coil with a snare. The pusher wire and coil were left inside the patient. It was reported the patient had subsequently expired. No cause was given as to the patient's death, however the physician did state that the coil break did add to the worsening of the patient's condition and therefore could not be ruled out as having contributed to the patient's death.